Event description:
In 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings two days later the medical affairs specialist (mas) spoke with the reporter, the patient's mother, through an interpretive service to obtain and verify information. On december 15, 2004 at 11:00 pm, the patient obtained a blood glucose result of in the 200's mg/dl on the reported meter. This result was higher than the patient's expected blood glucose readings of less than 180 mg/dl. Because the result was elevated, the patient was not given her usual bedtime snack. The patient also did not take insulin. At 2:00am the next morning the patient experienced convulsions. The patient's blood glucose level was tested while she was symptomatic, and the result of 35 mg/dl was obtained. Her mother treated the patient with a glucagon injection. Five minutes after the glucagon injection, the patient's blood glucose was retested to be 50 mg/dl. Ten minutes later the blood glucose level was 150 mg/dl. Theevening prior to the event, the patient had eaten her normal dinner at 9:00 pm. Her mother could not provide blood glucose results obtained during that day. The patient's blood glucose level is tested eight time per day. She takes 22 units novolin n insulin in the mornings and 6 units humulin insulin in the afternoons. The patient also take humalog insulin on a sliding scale, based on meals and meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No quality control testing was performed during the call, as the patient's control solution was expired. The patient became hypoglycemic and required emergency medical treatment with glucagon after she had obtained a high glucose reading on the reported meter.